Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2 syringes of juvéderm® volux¿ xc in the jawline (1cc on each side). Patient experienced swelling, pain, lumps and could not chew in the right jawline 7-10 days later. Patient subsequently went to urgent care and received amoxicllin & anti-inflammatory. They were also treated with prednisone taper and 60u hylenex to dissolve 3x3cm nodule. Patient stopped taking prednisone after approximately 3 days and did not take full steroid course. About 1-2 weeks later, the patient got bilateral swelling. Patient was treated with more hylenex and reinitiated steroid taper. As of four months after onset, patient is still experiencing the swelling complications and infection.